Event description:
It was reported that bd alaris pump module smartsite infusion burette set had blood back flowing. The following information was received by the initial reporter with the verbatim: when using the tubing they noticed backflowing of blood, created like reverse vacuum. Issue has occurred prior but they do not have all the details on that.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional info: material#: 2441-00007, batch number#: 22085427. It was reported by customer that when using the tubing they noticed backflowing of blood, created like reverse vacuum. Issue has occurred prior but they do not have all the details on that. Verbatim#: rcc received a complaint via phone. Pir attached. Productcomplaint: (B)(6), physical technologist, (B)(6). Mat 2441-00007, lot 22085427. Issue occurred today 02-nov-2023. When using the tubing they noticed backflowing of blood, created like reverse vacuum. Issue has occurred prior but they do not have all the details on that. Sample is available.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was blood backing up could not be verified due to the product not being returned for failure investigation. A device history record review for model 2441-0007 lot number 22085427 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.